Event description:
On (B)(6) 2023 a patient underwent a posterior fixation procedure from l4 to l5. During procedure while tapping on the right l5 vertebrae the distal tip of the device fractured off but was able to be retrieved from the patient. It was reported the patient likely had hard bone and excessive off angle forces were utilized, wear and tear to the device was also observed. The surgery was completed with no adverse consequences to the patient.

Manufacturer narrative:
The device was returned for evaluation and the alleged complaint was confirmed. Review of the reported event and the returned device suggests off-angled excessive force and/or potential patient related factors such as sclerotic bone as the possible root cause. Manufacturing review identified lot in1342 was released to the field february 2016 as part of a loaner set where repeated use and processing damage was likely accumulated over its 7 years of use. A review of the manufacturing history found no material nonconformance, no manufacturing error, nor discrepancies with respect to material type, treatments or dimension that may have caused or contributed to this event. Parts met acceptance criteria upon release. No additional investigation can be completed at this time. No additional investigation required. Label review: "...warnings, cautions and precautions: the implantation of pedicle screw spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this pedicle screw spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery..." "...do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage.